Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 120602f catheter. The balloon was inflated with 0.2ml of air and the balloon inflated clear and concentric and did not leak. Free deflation of the balloon with air was achieved in 1 second, which was within specification for balloon free deflation time (using air) of 1 second maximum. The catheter body, the balloon latex, and both windings appeared to be in good condition. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "balloon could not deflate" was not confirmed on evaluation, as the device responded appropriately during functional testing. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. The fogarty catheter is typically used on vessels that are already occluded, so the potential for ischemia related to deflation difficulty is less likely; however, deflation difficulty can impair balloon modulation during use, which has the potential to lead to vascular injury. Therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿ it is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon on a fogarty catheter would not deflate during use. There was no patient injury. Patient demographics were requested and not provided.